Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A delivery catheter for trunk-ipsilateral leg component (rlt231216j/15180757) was inserted from the right side. After the proximal portion of trunk-ipsilateral leg component was deployed, an attempt was made to reposition it. The proximal portion was re-constrained, and the delivery catheter was advanced proximally. The proximal portion was deployed again, and an intra-procedure imaging revealed a lock pin was disengaged and it appeared to perforate the left renal artery. The patient's blood pressure had not dropped, and the procedure was continued. Repositioning of the trunk-ipsilateral leg component was not performed, and it was completely deployed, followed by a contralateral leg component being implanted. The patient tolerated the procedure. It was reported that any abnormality to the delivery catheter was not revealed when it was prepared. The delivery catheter was being advanced smoothly, but the patient's proximal neck was a bit angulated, which might have caused the lock pin disengaged.

Manufacturer narrative:
Results of engineering evaluation the delivery catheter for trunk-ipsilateral leg component was returned and an engineering evaluation was performed. Engineering confirmed that blood residue was observed on the catheter, exterior of the spine covers, touhy-borst valve and strain relief. Engineering visually examined the leading olive and the lock pin pocket appears normal. Because the constraining mechanism was removed during device deployment and not returned for evaluation, the physician¿s observation of a disengaged lock pin could not be confirmed. The root cause for lock pin disengagement during this event could not be determined with the available information.